Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that another person "hacked" into the infusion device of the patient resulting in interference and no delivery of background insulin. The patient's blood glucose elevated to 25 mmol/l.